Event description:
Info received indicated fluid ingress was fond in the mattress.

Manufacturer narrative:
Hill-rom technician reported that the ticking was worn. The hill-rom technician installed a ticking refurb kit along with a new percussion and vibration cushion.